Event description:
It was reported that the device was overheating during surgery at the user facility. The procedure was completed successfully following a delay of approximately 30 minutes with no medical intervention or adverse consequences reported.

Event description:
It was reported that the device was overheating. No further information was provided.